Manufacturer narrative:
Device analysis results: visual analysis of the returned device identified deformation, wear abrasion and creases. A weight test of the device was verified and the device was within specification. The device gel was observed to be cloudy after autoclave disinfection process. Based on the device analysis the final assessment is: no were observed openings on the device or issues related with the complaint (rupture).

Event description:
Healthcare professional reported right side "pain," "breast abscess and rupture." The device has been explanted.

Manufacturer narrative:
The event of abscess is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "pain," "breast abscess and rupture." The device has been explanted.